Manufacturer narrative:
The technician found the right side rail would not latch and the ratchet rivets that secure the end tube to the top of the rail were missing from the left side rail, preventing the rail from latching. The most likely cause of the missing ratchet rivets is that the side rail was ran into an object such as a door jam or wall while transporting. Per the hill-rom service manual it is necessary stretchers to have an effective maintenance program. We recommended that you do annual preventive maintenance. Make sure the side rails are not bent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side tail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replace as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The ratchet rivets were replaced on the right side rail to by the technician to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the right side rail is missing the ratchet rivets and will not latch. The bed is located in the bed shop at the facility. There was no pt/user injury reported. (B)(4).